Event description:
The customer reported that the system displayed a stator not on error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). Stator not on. A ge service representative reseated the connections to the xray tube. The system functions as intended.